Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on october 17, 2024, with lot number 2476006. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side rupture diagnosed by MRI. Device was explanted and replaced with non-allergan device.